Manufacturer narrative:
The system was examined and the reported event was not confirmed but not replicated. The printed circuit board (pcb) interface was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser stopped during a surgical procedure. The procedure was completed and there was no harm to the patient.